Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 01-aug-2021: no patient involvement with these pumps. No additional information provided. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the battery door was missing and the battery compartment had contamination. The customer stated problem was duplicated. The dso (downstream occlusion sensor) failed during calibration. Replaced dso sensor. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion and would not calibrate. No adverse effects were reported.